Manufacturer narrative:
(B)(4). Further details are not provided from the hp.    To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2020 and the suture was used. During surgery, the suture broke when sewing. A like device was used to complete the surgery. There is no report on patient's injury. There were no adverse patient consequences were reported.